Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not sense some ventricular fibrillation (vf) after charge during implant induction testing. The device diverted the charge, redetected, and then delivered therapy. The patient lost conciousness during this delay in therapy. A field representative reported that the signal amplitude decreased when the device diverted.